Event description:
During a tfn procedure, the locking mechanism in the nail should be in the up position when the blade is inserted. In this case, it was found that the locking mechanism was in the down position and the blade would not advance. The surgeon pulled the blade, unscrewed the locking mechanism, discarded the blade and used a new blade. The surgery was completed without incident. Approx 10 minutes was added to the surgery. No adverse event to the pt was noted. This is 1 of 2 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for mfg revealed no complaint related issues.